Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the pump was explanted. Additional information has been requested, but was not available as of the date of this report.

Event description:
The clinic received a letter in (B)(6) 2012 stating "the cause of the pump malfunction was due to residue in motor, which resulted in the motor stalls." Additional information has been requested including a request for patient and device information; a follow-up report will be sent if information becomes available.